Manufacturer narrative:
Visual and photo inspection concluded that there was significant wear and damage indicative of extensive use in the field. The device potential field age is over 8 years. A functional examination of the device shows that the actuating tip within the teardrop feature does not effectively protrude. The actuating tip does not protrude sufficiently due to interference between the tip and the main body of the device. The locking mechanism is frozen in the inserter frame, causing the mechanism of the device to be ineffective. This interference is caused by mechanical damage to both the tip and the body. The device was used for treatment. The exact cause of the noted damage cannot be determined. It is likely a combination of normal wear and tear and incidental damage caused by impaction during use. Based on the nature of the failure, the potential field age of the device, and the evidence of prior effective use, no product issues are identified as a result of this complaint investigation. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the surgical technician was unsuccessful locking a femoral stem onto the inserter handle.